Manufacturer narrative:
Additional information: d9, h3 plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hemodialysis (hd) clinic reported a combi set blood leak occurred three hours and forty minutes into a patient¿s hd treatment. Drops of blood was noted to be coming from the arterial line connection close to the heparin line. Upon follow-up, the clinic manager (cm) confirmed the leak occurred at the arterial line connection close to heparin line. There were no machine alarms during the treatment. There was no visible damage identified, and no line separation that occurred. There were no leaks noted during the priming, and no irregularities were identified on the combi set. The patient¿s estimated blood loss (ebl) was reported to be 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment following the event. The combi set was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic reported a combi set blood leak occurred three hours and forty minutes into a patient¿s hd treatment. Drops of blood was noted to be coming from the arterial line connection close to the heparin line. Upon follow-up, the clinic manager (cm) confirmed the leak occurred at the arterial line connection close to heparin line. There were no machine alarms during the treatment. There was no visible damage identified, and no line separation that occurred. There were no leaks noted during the priming, and no irregularities were identified on the combi set. The patient¿s estimated blood loss (ebl) was reported to be 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment following the event. The combi set was available to be returned for evaluation.